Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the amplitude could not be obtained on the right atrial (ra) lead. As a result, the physician was unable to verify if the lead was capturing. The ra lead was repositioned multiple times, but the issue did not resolve. As a result, the lead was removed. No adverse patient effects were reported.

Manufacturer narrative:
This (b4) lead was returned to (B)(4) post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported clinical observations.